Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle had a hole in body with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle has a mini hole in its body imperceptible to the naked eye through which the blood that was obtained from the patient began to be watered. It was necessary to incur a new puncture which generated discontent in the patient. There was no damage to the patient. There was no exposure of blood or chemotherapic to skin/mucous.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the needle had a hole in body with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from spanish to english: the needle has a mini hole in its body imperceptible to the naked eye through which the blood that was obtained from the patient began to be watered. It was necessary to incur a new puncture which generated discontent in the patient. There was no damage to the patient. There was no exposure of blood or chemotherapic to skin/mucous.